Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: b1: report type. B5: describe event or problem: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: device code(s). H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use apparent bone / tissue attached to external threads. The implant was seen fractured at the collar region. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. Peri-implantitis is a medical condition and is non-verifiable with the information provided.

Event description:
During investigation to was found that the implant was fractured. Customer confirmed that they made note in the patient chart on day of removal due to the peri implantitis, that it (the implant) appears to have a possible fracture of the implant at bone level and causing instability of crown. CT not conclusive of implant fracture, but periapical shows possible mesial fracture.

Event description:
It was reported that the implant at tooth site #3 was removed due to peri-implantitis. Patient had swelling around implant and infection. Probing depths 8-9mm on buccal. Removed implant and placed graft for future implant.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.